Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Since no product details were provided, model # and serial # were not captured. As the serial # was not provided, device manufacture date could not be determined.

Event description:
The customer reported that upon the insertion of the contour next test strips, his contour next link meter did not switch on. The customer alleged that as he was unable to test, he experienced a hypoglycemic event. The customer had seizure and was taken to the hospital, where he had another seizure. When the customer reached the hospital, his blood glucose reading was under 50 mg/dl. He was given injections, however, the customer did not remember the medication he was given. When the customer left the hospital after a day, he was stable and his blood glucose reading was around 180 mg/dl. The device is not expected to be returned. The customer did not provide any product details.